Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a rising impedance when the lead polarity was set to lv tip to right ventricular (rv) coil. The lv lead also exhibited high, increasing thresholds and loss of capture. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.